Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00 26.0 diopter, was implanted, the female patient's right eye had a capsule prolapse. The surgeon removed the zcb00 and performed a vitrectomy. The surgeon attempted to implant another lens, model z9002, which was to be sutured in, but the sutures wouldn't stay tied. The case ran for over an hour. The patient went home aphakic since the surgeon brought the patient back in two weeks later and sutured another lens (no manufacturer info). The patient was reported to be fine. No further information was provided. There will be separate mdrs filed for the two lenses. This MDR is for the first lens, zcb00.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and the lens was observed cut. The condition observed and the way in which the cut was formed is consistent with a lens that has been cut due to the explant process. Loose particles were observed on the sample compatible with handling the lens. Residue of viscoelastic was detected on the returned lens. According to the reported event, lens was explanted due to unstable right eye. The customer's reported issue as could not be verified in the returned lens. Manufacturing record review: manufacturing records review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The device manufacturing procedures were performed as required. No non conformance reports related to the customer's reported event were identified in the production order. A search on complaints revealed no additional complaints received for this production order number. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.